Event description:
It was reported that a flogard infusion pump experienced an undetermined malfunction. It was not specified when in the process this occurred. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician. Functional testing revealed that the undetermined malfunction was an f_38 alarm. The cause of the reported condition was due to defective force sensing resistors (fsrs). To address this issue the fsrs were replaced. The device was restored to a good working condition and returned to the customer. If any additional relevant information is received, a supplemental report will be submitted.